Event description:
It was reported that the programmer is unable to interrogate devices. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, there was intermittent telemetry due to the printed circuit board being damaged. It was also noted that the system fan was noisy.